Event description:
It was reported that this lead exhibited high pacing threshold measurements shortly after the implant procedure. A lead revision was performed about four months later and the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was retained by the hospital and was not available for return.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.